Event description:
Patient reports having an issue with pump not holding the 50/60ml syringe. The pump does not have the adaptor on and pt says the 50ml syringe keeps popping out. Sent hizentra how to infuse video and followed along with pt but syringe still popping out. Counseled pt that she will have to waste todays dose of hizentra (only good for 8hrs in syringe) we will replace the wasted dose and we will send another new pump. Pump serial number. Unknown if pump is available for possible return.